Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the 359.224 locking pliers are an instrument routinely used in the titanium elastic nail system. The returned instrument was examined and the complaint was able to be confirmed. Upon visual inspection of the device it is noticed that the cylinder head screw, catch and leaf spring was missing from the device. The rest of the device is in worn condition as there are hammer marks throughout the balance of the device and indication that the device was well used during its 8+ year life span. A root cause could not be determined; the missing components may be a result of the device being taking apart during sterilization and subsequent misplacing of components has led to the complaint condition. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing date: may 16th, 2007. Review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. The raw material was confirmed to be corresponding to the specifications. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking mechanism on locking pliers-long was found broken in a tray during a radius and ulna fracture repair. This was noticed at the beginning of the procedure. An alternative instrument was available for use. There was an approximate fifteen (15) minute surgical delay. The procedure was successfully completed with the patient in stable condition. This is report 1 of 1 for (B)(4).